Event description:
During removal, the ureteral stent broke and a portion remained inside the patient. The stent was placed in 2002, removed in 2002. Removal of indwelling piece will be performed in 2002. Product will be retained at hospital until further notice.